Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation demonstrated that the pump was operating within required specifications and delivery accuracy. The pump history indicated that the pump functioned properly by detecting high force occlusions and alarmed to alert the user that insulin delivery was interrupted.

Event description:
The patient received emergency room treatment for elevated blood glucose levels. The patient's mother reported that the pump was emitting occlusion alarms alerting the user that insulin delivery was interrupted.